Manufacturer narrative:
(B)(4). The rt106 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt106 breathing circuit is currently en route to fisher & paykel healthcare for analysis. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported, via a distributor, that they found a leak in an rt106 adult inspiratory-heated breathing circuit water trap after a few days of use. No pt consequence was reported.